Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue as the device was infusing over specification. The expulsor will be replaced to address this issue.

Event description:
It was reported that the device failed the flow rate test three times. There was no patient involvement. Evaluation of the returned device confirmed the flow rate was outside the specification.